Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "occlusion - upstream - false alarm". (B)(4)

Manufacturer narrative:
The condition of a false upstream occlusion on channel b was confirmed due to a defective channel b pump head module. The channel b pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A baxter service technician reported a colleague infusion pump with an upstream occlusion on channel b that occurred during testing/service. Service confirmed this to be a false alarm. The facility representative stated that there were no reports of patient injury or medical intervention. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.